Event description:
The infusion pump was set infuse 30 ml of heparin at 10 ml/hr. Reportedly the whole amount infused in only 45 minutes. The infusion pump was removed from use. No pt injury resulted.